Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: unit failed pressure calibration in service software during service training at customer site. Unit was being used to train customers and showed no prior history of any issues. No patient involvement.